Manufacturer narrative:
Results - damaged scale display with sharp edges.

Event description:
It was reported by svc report that the scale screen was broken with sharp edges. It is unk if there was pt involvement or if there are adverse consequences to report.